Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus they did not need. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer used glucose pen and drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Glucose pen and juice.